Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system had exited during a case. The system was on the select patient screen and exited. They were able to reboot the system and proceed with the case. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system had exited during a case. The system was on the select patient screen and exited. They were able to reboot the system and proceed with the case. There was no delay to the procedure. No impact on patient outcome.